Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left-side deflation. The device has been explanted and replaced.

Event description:
Health care professional reported a left-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received december 02, 2021 with lot number visual analysis of the returned device identified: one crack opening, white particles in device inner surface, wear abrasion and flat creases. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is: - one opening crack assessed as cracked valve seat diaphragm valve.